Event description:
It was reported that the patient, implanted with this right atrial (ra) lead, had experienced dizziness and lightheadedness. There were no correlated episodes, however there were two episodes containing possible atrial lead noise. Atrial lead measurements were within range. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).